Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-1111 scope was generating a cloudy image. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.

Manufacturer narrative:
Maquet cardiovascular received the device on may 6, 2010. A supplemental report will be submitted when the investigation has been completed, and the final failure analysis has been received. (B) (4)